Manufacturer narrative:
The MFR only rec'd x-ray pictures and photographs while the device has been sent to independent retrieval centre. Once more info is rec'd, an updated report will be submitted. (B)(4).

Event description:
It is reported that the pt rec'd a durom acetabular component 54/58 code n, right hip, on (B)(6) 2007 and due to a fall of the pt, he underwent revision surgery on (B)(6) 2013. The pt suffered a peri-prosthetic fracture and an x-ray confirmed the fracture. It was also noted that the cup loosened caused by the fall which resulted to a fracture. Add'l info: the reported date of the implant was (B)(6) 2007. For data entry purpose, the first day of the given month is going to be considered to complete the date.